Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair product code pfra02, batch 3374738, exp date ni, mfg date ni tension free vaginal tape/obturator product code 810081l, batch 3342405, exp date 07/31/2010, mfg date 08/10/2009 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the mesh was surgically removed on (B)(6) 2010, due to erosion complications. There are two possible devices involved in the event as follows: prolift +m pelvic floor repair: product code pfra02, batch 3374738, exp date 08/31/2012, mfg date 11/04/2009; tension free vaginal tape/obturator: product code 810081l, batch 3342405, exp date 07/31/2010, mfg date 08/10/2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, a pelvic floor mesh and a sling were inserted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.